Event description:
Treatment of a right unruptured ophthalmic / p-comm (posterior-communicating artery) saccular aneurysm measuring 6mm x 4mm. During the pipeline procedure, it was reported that the proximal end of the pipeline did not fully oppose the vessel wall. The physician was in the process of advancing a balloon to the location of the pipeline to open it; however, the proximal end of the pipeline opened before the balloon was ever inflated. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).